Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. About two weeks prior to the date of this report, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. At the time of this report, the patient was still in the hospital and was not recovered from the peritonitis event. On an unreported date, about a week prior to the receipt of this report, the pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was reported to be about two weeks prior to the receipt of this report. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.